Event description:
It was reported that during a femoral-femoral crossover, oozing was observed through the entire length of the graft. The graft remained implanted and there was no injury reported.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicates values well within product specs. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per (B)(4). The test results indicated a value well within product specs. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.